Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
Th customer reported that they are unable to exit the preparing to prime loop. Troubleshooting was done for prime rewind. Customer's blood glucose 400mg/dl. Customer's blood glucose during the troubleshooting was 400 mg/dl. Advised the customer to hold down to act button until they receive the 2nd series of beeps or the numbers would appear on the display. Customer stated they did not receive the 2nd series of beeps nor did the numbers appear on the screen. Advised customer the insulin pump would be replaced. Advised to discontinue using the pump and revert to a back-up plan per health care provider. No further information provided.

Manufacturer narrative:
The insulin pump passed the rewind, basic occlusion test, occlusion test, prime test, excessive no delivery alarm test and displacement test. No unexpected excessive no delivery alarm was noted. No prime anomaly was noted. The insulin pump was received with a cracked case at the display window corners, minor scratches on the display window, broken battery tube threads and a broken reservoir tube lip.